Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The physician's name was not provided. (B)(4) for the reported event of stent blocked/occluded. Investigation results a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A technical analysis and labeling review cannot be performed as well as the batch number is unknown. From the information available this device was used per the directions for use (dfu) / product label.  ''Infection'' and ''stent occlusion'' are listed in the dfu for this product as a potential post stent placement complication related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a wallflex biliary stent had been implanted in the common bile duct on an unknown date. According to the complainant, there were no reported issues during the initial stent placement. However, after some time, the stent became occluded and the patient presented with cholangitis. During an unblocking of a metallic prosthesis procedure performed on (B)(6) 2014 intervention was done to unclog the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.